Event description:
The hcp reported a patient was implanted in 2007, with an intrathecal drug delivery system. The patient had been on coumadin therapy prior to implant which was normalized before the procedure. Two days after the surgery the patient was re-started on coumadin therapy. One week post operatively the patient developed a hematoma at the pocket site. Blood work revealed abnormal hematocrit levels (value not reported) the hcp was able to get the bleeding stopped. The patient then spiked a fever and reported neck stiffness. A lumbar puncture performed indicated the patient had meningitis. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report #3004209178200702029.